Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced phrenic nerve stimulation in all vectors. Physician wanted to program lv lead off. Boston scientific technical services (ts) walked through on how to turn the lv lead off and discussed turning down lv output and the anti-tachycardia pacing (atp) output. Ts also walked though physician in turning sensing off and going pacing chamber right ventricular (rv) only. To date, this lead remains in service. No additional adverse patient effects were reported.